Event description:
During a procedure, the ceramic tip of the device broke off in pt's bladder. Tip was retreived with forceps. Pt experiencing bleeding after the procedure. Reporter was unsure if bleeding was caused by the incident, as pt had a bladder biopsy done at the same time. Caller did speak with company rep regarding the incident.